Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Blood glucose was not impacted. The customer declined to provide back up method for insulin therapy.

Manufacturer narrative:
The device is expected to be returned. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Blood glucose was not impacted. The customer declined to provide back up method for insulin therapy.